Event description:
It was reported that the patient underwent surgery to implant a tfna in (B)(6) 2022. The nail was removed on (B)(6) 2023 due to a periprosthetic fracture occurring distal to the short tfna. The fracture was noticed along the shaft of the nail. The surgeon suspects that the fracture was there before the nail was placed. During the procedure, the rubber tips on the reaming rod were hard to remove, however they were removed and the surgery was completed successfully. This report involves one 11mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6a: implantation date was an unknown day in (B)(6) 2022. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument manufacturing date: 20-oct-2022 expiration date: 30-sep-2032 part number: 04.037.115s, 11mm/125 deg ti cann tfna 235mm/left- sterile lot number: 2530p69 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23778 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿replacement due to fracture occurring distal to the short tfna¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the nail possibly contained traumacem augment in the femoral head, although this could not be confirmed. There was no allegation against the possible augment.